Event description:
It was reported that there was shocking or jolting sensation. The patient described discomfort around their mid abdomen with a potential shocking sensation. Impedance testing was performed. There was also stimulation sensation felt around the device pocket. It was later reported that the patient was receiving effective therapy and was alive and well. No reprogramming was needed.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).